Event description:
Per the clinic, the device was explanted (specific date not reported) due to unknown reason. It is unknown if there are plans to re-implant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.